Event description:
It was reported that during a percutaneous coronary intervention, balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous unspecified vessel. A 2.00mm x 15mm emerge balloon catheter was advanced to predilate the target lesion. Upon second inflation, the balloon ruptured at 8 atmospheres. The device was retrieved intact and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).